Manufacturer narrative:
(B)(4).

Event description:
It was reported that around (B)(6) 2014, the patient started having recurrent problems with infection at the lead site at the sacral nerve. During an appointment on (B)(6) 2014, the surgeon incised and drained the area and left it open to heal; thought there was a pocket of infection there. Healing took a couple of months, it ¿looked like good granulation tissue, but there was just a slight depression in it.¿ it was stated that approximately 2-3 weeks from report date, the site swelled up again. The surgeon again incised and drained the fluid from the site and stated it looked like a seroma. The patient recalled it looking like a ¿blister with fluid.¿ the surgeon did not see any signs of infection at that time, but prescribed antibiotics and the patient¿s request. The patient was then seen by a doctor at her work (patient is a nurse at a children¿s hospital) and underwent blood work and CT testing. The blood work revealed inflammation and the CT scan showed an area of possible chronic inflammation next to the lead. The patient wanted to know if this was a sign of her body rejecting the implant. The patient was referred back to her healthcare provider (hcp).

Event description:
It was further reported the issue was due to wound openings and closings. The patient did not have an infection, but rather a skin f lora. The patient was not going to undergo explant surgery.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# va0bfu0, implanted: (B)(6) 2013, product type lead; product ID neu_unknown_prog, serial# unknown, product type programmer, physician; product ID 3889-28, lot# va0bfu0, implanted: (B)(6) 2013, product type lead. (B)(4).